Event description:
The physician was planning to implant 3.00 x 28mm cypher in proximal circumflex. The lesion was too calcified to cross over it. In the procedure, the physician use xbc guiding catheter and tried double wire technique to give more backup support, but it didn't work. Finally, he used endeavor to finish his intervention. There was no pt injury and no add'l info provided. When the prod was received, it was noted that the stent was flared.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The prod has been returned for analysis. Add'l info will be submitted within 30 days upon receipt.